Manufacturer narrative:
(B)(4). No product allegation against the product. Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens into the pt's eye. Lens was removed due to capsule tear. Not enough viscoelastic was used and the lens dragged the bag, causing the capsule to tear. A vitrectomy was performed. Lens was cut to remove from eye, incision was not enlarged. A 3-piece lens was implanted. No suture used. Reporter stated cause of this incident was not lens related. There was no product malfunction.